Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient's spouse that they were calling for guidance because patient didn't feel that the ins was working. Caller noted that it did help for a while however they felt the ins wasn't working anymore for a good year now because the patient has been having problems at night--wearing depends and even gets the bed wet. During call, caller was walked through syncing patient programmer with ins to check therapy status. Caller reported seeing poor communication. They reported seeing the poor communication screen on the patient programmer when trying to sync with ins via antenna. Caller was instructed to power patient programmer off then back on, and reattempt syncing. The poor communication screen persisted. Caller stated they did not know the exact location of the ins. It was reviewed the location of the ins. Caller stated that they will have patient lie down to look for ins. It was advised that caller check the manual for instructions on how to check therapy settings or call back for further assistance. No further complications were reported or anticipated. [Please refer to pe (B)(6) for mini stroke].